Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an errc 4 when a test strip was inserted on their freestyle flash meter. Upon product investigation it was discovered the units of measure can be changed. Customer also reported feeling disoriented. Customer was not treated by any health care practitioner but self medicated with orange juice, candy and glucose tablets.